Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under-sensing and no capture on the right ventricular (rv) lead. Diaphragmatic pacing was also noted. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.